Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had triggering issue.

Manufacturer narrative:
This report is being cancelled as duplicate of onetrack (B)(4), mfg report # 2249723-2023-04513.

Event description:
This report is being cancelled as duplicate of onetrack (B)(4), mfg report # 2249723-2023-04513.